Event description:
It was reported that there were pauses in the ventricular rhythm. Lead impedances and thresholds were stable but there was a 6 second pause on the pacemaker event recorder. Mode and sensitivity were programmed to rule out managed ventricular pacing and oversensing but a "pause" could not be replicated while the patient was in the office. The pacemaker is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.